Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® blood transfer device with luer adapter there was an issue with root of pink connection part was damaged.

Event description:
It was reported with the use of the bd vacutainer® blood transfer device with luer adapter there was an issue with root of pink connection part was damaged.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a damaged hub was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a damaged hub was observed. Rationale: based on the investigation, a root cause could not be determined.